Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm3) was analyzed, and the reported error was confirmed and replicated. System logs revealed 32097 error indicating a communication fault on the unit, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber check was found to be failing, replicating the event. Once testing was completed, the clock spring was verified to be the source of the fault. The complaint was confirmed and replicated based on failure analysis. The probable root cause is attributed to communication errors caused by a faulty clock spring fiber cable located on usm. This issue can be resolved by replacing the usm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 32097. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32097 points to maxis error occurred, reported by axes controller, motor (acm) in usm3 loop maxm watchdog errors. B

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeating recoverable fault on the universal surgical manipulator (usm3). The technical support engineer (tse) confirmed the reported fault 32097 in the system logs. The customer was unable to troubleshoot at the time of the call and noted that they did not have cases the following day. The procedure was completed with no reported injury.